Manufacturer narrative:
Pump was received with blank display due to corroded battery tube. Unable to verify low battery alarm or battery longevity due to blank display.

Event description:
The customer reported via phone call that the insulin pump had low battery alert. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump was draining the battery right away after changing it. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.